Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer confirmed the reported issues and replaced the e-200 generator as a resolution. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the returned unit is currently in progress. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per (B)(4) (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had issues with two different vessel sealer curved instruments on the e-200 generator. The e-200 was properly detecting the instruments but would not deliver energy, the customer test a monopolar energy instrument on the e-200 and had not issues. They then tried using the vessel sealer on another arm but the same issue returned. The customer stated that the vessel sealer instrument was required and connected a spare vision side cart to the system. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected e-200 generator to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error code 25903-03 was identified, which occurred on the reported event date. Upon visual inspection, no issues were found that could be related to the reported event. According to e200's testing matrix, the unit underwent the required tests and passed them successfully. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found that the generator works as design with no errors triggering. The e-200 generator was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. This issue is captured in the clinical risk analysis, e-200 electrosurgical generator (818830-01 rev l) via risk ID g5-sys-7290.

Event description:
Refer to h11 for follow-up information.